Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot and stalling at loading screen. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified. The procedure was completed by moving patient to another room. Philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. After consulting support, approval given to replace pc and hard drive, but software still fails to load. To resolve the issue, fse replaced the drive bay, reinstalled it with minimal configuration, and successfully loaded the software and the part is return for analysis and found internal issues, cracks on the touchscreen, and a communication failure during testing. After replacement of touch screen module and suite software re installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.